Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 4.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, the device delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the hub, hypotube and proximal shaft of a quantum maverick balloon catheter. The distal shaft and balloon were not returned. The hypotube and shaft was microscopically examined. The shaft was completely separated/torn 118.8cm from the hub. The fractured/separated end of the distal shaft is stretched and jagged which indicates the shaft separation was due to tensile forces. The distal shaft and balloon was not returned for analysis. There are numerous hypotube kinks. The shaft is torn starting at the exit notch to the distal torn end of the shaft that is consistent with damage seen with the use of a guidewire. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 4.0mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, the device delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.